Event description:
A malfunction alarm identified as code malf 6 was reported. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for a replacement pump to be sent to the customer, who was advised to use multiple daily injections (mdi) as backup therapy. The customer received instructions on returning the faulty pump using a pre-paid return label and agreed to the resolution measures.